Event description:
On 9/14 at 8:30/a, the pt, a iddm, obtained a fasted reading on her meter using test strips exp 7/97 of 33 mg/dl. She ate 1/2 banana and drank orange juice, followed by another meter reading of 33 mg/dl, because she was "feeling bad" she went to the hospital where a lab result of 430 mg/dl was obtained. The pt was treated with an injection of insulin and released when her blood glucose returned to normal. The meter is cleaned according to MFR's recommendations, however, it is cleaned only once a month, not the recommeded once a week. Quality control tests were performed by a nurse on 9/23. The meter was in calibration reading "ok" while a control result performed on the test strips read "o" outside of the labeled range of 113-169.